Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had an episode yesterday where they were in church and felt a tightness in their battery pack. Caller stated it felt real heavy and different feelings. Caller added that the therapy is not working. Agent had caller connect the handset and communicator to the implant in the dbs therapy app. Caller said that the implant battery was showing at 70% and therapy is showing as on. Agent redirected caller to reach out to the patient's doctor for help with the issue since therapy is on. Additional information received from patient rep reporting that patient recalled that an older gentleman was sitting in front of them and was using an old-style hearing aid, vactuphone and wondering if that could have contributed to patient's report of tightness in the battery pack. Reviewed emi information. Caller did say that they went to see managing physician on wednesday, (B)(6) 2025 and at the office hcp wasn't able to connect to implant using the handset. Caller said that they spoke to the local representative yesterday who provided assistance, said that the phone was set to voice activation and was able to resolve the issue. Caller confirmed can now use the programmer. Caller asked about making adjustment to help with symptoms and said patient is still having tremors. Caller confirmed know how however would like specific direction on how much to increase the setting. Caller was redirected to contact managing physician for direction.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from patient reiterating their belief that emi from the hearing aid was the root cause. And they are hopeful that this issue has been resolved although ultimate resolution remains unknown.